Event description:
Reportedly, the pt implanted with the symphony d (B)(4) pacemaker involved in this MDR report was struck by lightning in (B)(6) 2010. The pt, who is not pacemaker dependent, waited to be on cardiac decompensation before visiting the physician on (B)(6), 2010. During that f/u, the pacemaker was found in standby mode and reinitialized it without difficulties. The physician requested a confirmation related to the right reinitialization and for recommendations for this pt.

Manufacturer narrative:
(B)(4), 2010, this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the us; however, it is similar to symphony dr models approved under (B)(4). Analysis is pending.